Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 35 mg/dl which was treated with food. Blood glucose finally stabilized but woke up with a reading a 200 mg/dl. The insulin pump was not replaced or returned for analysis. No troubleshooting was performed. The insulin pump was not returned for analysis.